Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post generator change, the patient developed a pocket infection. The entire implantable pulse generator (ipg) system was explanted and replaced on the contralateral side. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.